Manufacturer narrative:
D10: 00801803601-femoral head sterile product do not resterilize 12/14 taper-6313561 00630505036-liner standard 3.5 mm offset 36 mm i.d. For use with 50/52/54 mm o.d. Shells-63058313 00620005222-shell porous with cluster holes 52 mm o.d. -63021889 00625006530- bone screw self-tapping 6.5 mm dia. 30 mm length- 63154327 customer has indicated that the product will not be returned to zimmer biomet for investigation, product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported the patient underwent a right hip revision approximately 5 years post implantation due to pain. During the revision a cloudy think synovial fluid was encountered, corrosion at the trunnion, and necrotic and/or infected soft tissue removed. The head and stem were exchanged, the acetabulum components were removed and antibiotic cement spacers were placed. Attempts have been made and additional information on the reported event is unavailable at this time.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was confirmed via medical records reviewed by a health care professional. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is unlikely that the specified device caused any patient infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: unknown-unknown cup-unknown, unknown-unknown head-unknown, unknown-unknown liner-unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 03955, 0001822565 - 2020 - 03956, 0001822565 - 2020 - 03957, reported event was unable to be confirmed. Device history record (DHR) review was unable to be performed as the item and lot number of the device involved in the event is unknown. Root cause could not be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported patient is experiencing unknown complications 5 years post implantation. Attempts have been made and additional information on the reported event is unavailable at this time.